Event description:
The wife reported via phone call that the customer experienced unexplained low blood glucose. Customer's blood glucose was 65 mg/dl. The customer's current blood glucose was 110 mg/dl. The wife reported the customer was treated with candy or juice. The wife also reported the customer's blood glucose reached 400 mg/dl the day prior. The customer's blood glucose was treated with a bolus. The wife stated the insulin pump was not exposed to a magnetic resonance imaging machine. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.